Event description:
A valve in valve procedure was performed to resolve the central regurgitation.

Manufacturer narrative:
A supplemental MDR is being submitted due to new information received. Sections b5, g6, and h2 have been updated.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in japan, approximately 6 months after a transfemoral (tf) transcatheter aortic valve replacement (tavr) with a 23 mm sapien 3 ultra resilia (s3ur) valve, an increase of central regurgitation was observed. Therefore, a valve-in-valve procedure is planned to be performed.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6 (device code, type of investigation, investigation findings, and investigation conclusions), and conclusions in this section have been updated. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A risk assessment was performed on the reported event and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. The complaint for central regurgitation was unable to be confirmed due to unavailability of relevant imagery and/or medical record. During the manufacturing process, all sapien 3 ultra resila valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Due to limited information provided, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.